Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3632sp serial/batch (B)(6) was received for investigation. The visual evaluation revealed no damage to the inserter. Evaluation of the anchor noted fraying on the anchor tails; an indication of incorrect surgical technique was noted as the anchor was not closed, and the repair suture was not closed. Functional testing cannot be performed as the device was received damaged.

Event description:
It was reported that during a left shoulder arthroscopic cuff repair surgery the anchor pulled out and the edges were frayed/damaged. The device struggled to slide properly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.